Event description:
It was reported that the patient underwent a posterior spinal fixation procedure. During the procedure, the tightening nut of the crosslink stripped while being tightened. No pt complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.